Manufacturer narrative:
Date sent to the FDA: 2/7/2021.

Manufacturer narrative:
Date sent to FDA:10/02/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent lysis of adhesions during which the surgeon noted encountered a patch of about 2 feet of small bowel going to the mesh. He felt that the adhesions at that point where too tightly adherent to the mesh to be safely mobilized. He proceeded to identify a loop of bowel under an adhesion, which may be responsible for her chronic obstructions. He was able to transect the obstruction and then walked the bowel to the terminal ileum. He left the patch of small bowel adherent to the mesh. It was reported that the patient experienced severe pain, dense adhesions, chronic bowel obstructions, nausea, constipation, bulging, inflammation, stress and anxiety. No additional information is provided.